Event description:
It is reported that the tibial base plate was removed from sterile package, and upon inspection, it was noticed that a fixed screw was in the product and not a poly plug.

Manufacturer narrative:
Evaluation summary: as returned, the poly plug has been removed and what appears to be an unk screw has been screwed into the tibial plate and is seized. The hex socket of the screw appears to be rounded from possible removal attempt. The manufacturing records were reviewed and found to be conforming, which indicate that the device was packaged to specification. The unk screw could not be identified and is not included with the device. It cannot be determined with certainty with the available info as to the cause of the report, but it is likely that the wrong screw was used in the or and could not be removed. It is unlikely that the report was a result of a mfg or packaging issue. Device history records indicate all components were manufactured and inspected to specification, which indicate that the device was packaged to specification. The unk screw could not be identified and is not included with the device. The cause of the report cannot be determined with certainty with the available info. It is unlikely that the report was a result of a manufacturing or packaging issue.